Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer overlay did not respond correctly to the touch pen. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upper right corner of the programmer touch screen was defective. When attempting to toggle from device screen to analyzer, the arrow dropped to the bottom of the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.